Event description:
It was reported by the customer that the air bubble trap holder was broken. Eval found that the air bubble trap bracket had snapped out of place and was not holding the air bubble trap completely vertical. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result - air bubble trap bracket.